Manufacturer narrative:
The customer service team sent a quote for onsite service, but the customer declined it as the unit has been repaired by a local company. Upon a follow up, the customer claimed that no part was replaced. No further information was provided.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
The customer reported that the staff reported unit shutdown and reset while in use on a patient. The customer contacted product support and customer advised staff was unable to duplicate reported problem and performed pre operational check. The caller advised no significant errors in the logs. The caller advised battery date code is 2018-10-29 caller advised 35 v is 36.5, 24v is 24.15v. The caller advised pn for power management pcb is p/n 1055906. Product support advised caller to perform pvt to help diagnose the unit. The caller advised does not have test equipment and requested onsite service. The customer reported that the unit was in use on a patient, but there was no patient harm reported.